Event description:
Report received of a tubing separation with leakage of saline while in use on a pt. Multiple attempts have been made to obtain additional info from the customer, but no info has been made available.